Event description:
Edwards received information that this bioprosthetic valve, implanted approximately 11 years, was explanted due to pulmonary stenosis. It was identified, through review of source documentation provided, that the patient has a history of tetralogy of fallot. No findings on the valve were noted. The patient underwent successful pulmonary valve replacement with no adverse events reported.

Manufacturer narrative:
It was reported that this valve was replaced due to pulmonary stenosis. Many factors can contribute to the onset of stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. The patient's medical records document a history of tetralogy of fallot and type 2 diabetes. It is likely that patient related factors contributed to the stenosis; however, the root cause of this event cannot be confirmed without return of the explanted valve. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.